Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr dl powerpicc sv catheter. The returned unit was leak tested by flushing each lumen with water using a 12ml luer lok syringe. During testing, a leak was observed on the catheter tubing just distal of the molded joint when flushing the white lumen. Microscopic inspection of the leak site found that two arc shaped tears were present. The tear surface of both tears had a ridged pattern, suggesting that an external instrument caused the damage. Around the catheter diameter, directly opposite of the two tears, was additional damage on the catheter tubing. This damage was largely superficial and did not fully penetrate the catheter wall, further supporting that the damage had originated from an external source. Additionally, given that diametrically opposed damage was observed, it is likely that an instrument which applied compression force caused the damage, examples of such instruments include forceps and manufacturing grippers. The features observed did not provide enough evidence to determine when the damage occurred. Therefore, the root cause remains unknown.

Event description:
It was reported that on (B)(6) a PICC was placed, four days later, on (B)(6) a fluid leak was confirmed near the junction of the catheter connect and catheter. The PICC was being used for anticoagulant therapy. Fluid infusion is administered at 20 ml/h. Because this is used for anticoagulant therapy, the patient has difficulty in stopping bleeding, so after placement, pressure was temporarily applied with a cotton ball at the puncture site to stop the bleeding. The area where the fluid is leaking is not fixed so that it does not kink or bend. PICC was removed without incident. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.